Manufacturer narrative:
Continuation of d10: product ID 3708340 lot# serial# (B)(6). Implanted: (B)(6) 2008. Product type extension product ID 3550-29 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The extension was left implanted due to scar tissue issues and abandoned. The extension broke at the end of the lead attached to the ins when attempting to disconnect from the ins and unable to be removed and left abandoned due to scar tissue issues.

Event description:
The rep reported they are waiting on the surgery date to be scheduled. On (B)(6) 2025 it was reported the battery was replaced with new percutaneous leads on (B)(6) 2025, however, part of the extension was left. Another rep is in possession of the old ins and plans to send it back.

Manufacturer narrative:
Continuation of d10: product ID 3708340, serial# (B)(6), implanted: (B)(6) 2008, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause of the extension not coming out was not determined. The patient is being rescheduled for a full system explant and implant. The device is still implanted in the patient currently so the issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that they were attempting to replace the ins. The surgeon loosened the setscrew on the ins and the extension could not be backed out. They tightened and then loosened the setscrew but the extension still could not be backed out. The issue was not resolved through troubleshooting. Caller stated they were unable to remove extension from existing ins and that the patient is still getting therapy from the ins since it isn't at end of service yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): analysis information. 01.08.2025 14:24:14 cst pli# 10 product ID# 97714 continuation of d10: product ID 3708340 lot# serial# (B)(6) implanted: (B)(6) 2008. Explanted: product type extension h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97714 found no significant anomaly. Analysis of product ID 3708340 serial# (B)(6) implanted: (B)(6) 2008 product type extension found stim extensio n/proximal end/insulation/consistent with metal ion oxidation (mio). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.